Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experience peritonitis. The day before the receipt of this report, the pt was hospitalized for the event. The cause of the peritonitis was not reported. On an unreported date, the pt began treatment with unspecified antibiotics for peritonitis. Three days after admission to the hospital, the pt was discharged. Antibiotic therapy was ongoing. It was reported that the pt was recovering from this peritonitis event. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.